Manufacturer narrative:
This report is being submitted for a device involved in a masked clinical study, therefore the following fields have been populated as unknown. Age, sex, weight, ethnicity: unknown/ not provided. Catalog number: unknown, as the lot number was not provided. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable as product is not an implantable device. If explanted, give date: not applicable as product is not an implantable device. Complaint reporter first and last name and title: unknown/not provided. Email address: unknown/not provided. Address, telephone number: unknown/not provided. Healthcare professional: unknown/not provided. Occupation: unknown/not provided. Initial reporter also sent report to FDA: unknown/not provided. The device was not returned for evaluation as it was discarded and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during the 8 hour post-op visit, that a masked clinical study patient had increased ocular pressure of 55 mm hg post-cataract surgery in patient's right eye. The patient had severe headaches and was prescribed meds (timolol). Pre-op comments: (best corrected distance visual acuity) bcdva 20/40, post-op comments: (uncorrected distance visual acuity) ucdva 20/20. The patient had the symptoms for 6 hours and reportedly has fully recovered. No surgical interventions reported. No other information was provided.